Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced vomiting due to an elevated blood glucose (bg) of 486 mg/dl; cause was unknown. Bg was addressed via a correction bolus, and a supply change resolving the issue.